Event description:
The user facility reported that their amsco 400 steam sterilizer was leaking water onto the floor. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the sterilizer and found that the sterilizer's generator piping required adjustment. While onsite the technician adjusted the generator piping, proactively replaced the flow regulator and check valve, tested the unit, and confirmed it to be operating according to specification. The sterilizer was returned to service. No additional issues have been reported.